Manufacturer narrative:
Concomitant medical products: unknown sorin lead, implanted: (B)(6) 2006. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated no pacing capture in the rv (right ventricle). Printout shows rv non-capture during atrial capture management due to rv lead dislodgement.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device had a possible capture management issue. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.